Event description:
Complainant alleged that while attempting to pace a pt the device failed to adjust the pacer output. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt expired, however it was not related to the reported malfunction.